Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site. As a result, surgical intervention occurred on 03 mar 2023 wherein during the procedure, the ipg was exposed to electrocautery and did not communicate with external devices (related manufacturer report number: 3006705815-2023-01916). The ipg was explanted and replaced, addressing the issue.